Manufacturer narrative:
Device evaluation summary: the reported issue of the motor ramping up in speed on its own and creating error 48 and 52 on the display was not verified during service. The service technician could not repeat the failure. The service technician removed and replaced the motor brushless dc for quality performance. Final performance inspections and tests were completed with no additional problems found. Preventive maintenance was performed per specifications. Correction h8 (usage of device): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bioconsole 560 instrument, it was reported that the motor ramped up in speed on its own and created errors 48 (sc mpu mc hall phase b soft error) and 52 (sc mpu mc speed control gain soft error) on display. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.